Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an open rash under the garment. The patient's nurse applied a cream to the afflicted areas. The patient's physician had prescribed the patient a cream for the rash. There is no indication of a device malfunction. The current medical outcome of the rash is unknown.